Manufacturer narrative:
This lead was electrically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this atrial lead was suspected of having a conductor fracture as it exhibited impedances greater than 2000 ohms. The lead was electrically abandoned as the device was programmed to vvi mode. Technical services (ts) assisted the clinician in turning off atrial sensing and atrial daily measurements. No adverse patient effects were reported.